Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: pre-op diagnosis: lumbar stenosis at l4-s1 with bilateral lower extremity radiculopathy. Procedure: anterior fusion of l4-l5 and l5-s1. Intervertebral cage at l4-l5 and l5-s1. Posterior fusion at l4-l5 and l5-s1. Left sided hemi laminectomy, partial medial facetectomy, and foraminotomy of l4-l5 and l5-s1. Posterior segmental instrumentation of l4-s1. Autograft for the spine through the same fascial incision. Allograft and rhbmp-2. Anterior instrumentation of l4-l5 and l5-s1. Pre-op notes: diskectomy performed at l4-l5 and l5-s1. Once disk excised, 14mm cages were placed at each level. The cages were filled with allograft and rhbmp-2. Anterior instrumentation was then placed over cages at l4-l5 and l5-s1. Tubes were dropped at l4-l5. A combination of rhbmp-2 and autograft bone from the decompression was placed into the joint. The same procedure was repeated at l5-s1. Screws were then placed. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.